Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 3080 surgical table. The technician was informed that during the patient procedure, the table was in trendelenburg position when the center of the table started to drift downward. Prior to the technician's arrival, the facilities biomed department had inspected the table and found that it had a low oil level. The biomed department added oil to the table's hydraulic pump. A low oil level can allow air to get into the table's hydraulic system and create a drift. The technician performed an air bleed procedure to ensure there was no air in the table's hydraulic system. No issues were noted, and the technician returned the table back to service. The 3080 surgical table was installed in (B)(6) 1992 making the table approximately 26 years old at the time of the event. The surgical table is not under steris service contract for maintenance, all maintenance is performed by the facilities biomed department. No additional issues have been reported.

Event description:
The user facility reported that their 3080 surgical table moved during a patient procedure without being commanded to do so. No injury or procedure delay was reported. The procedure was completed successfully.